Event description:
Customer reported a leak occurred when using the coulter® lh 780 hematology analyzer. The leak was described as 10 ml of a bloody fluid leaked from the analyzer onto the counter. The leak was not contained. The instrument generated incomplete (non-numerical error condition) differential results on patient samples. The operator was wearing lab coat, face shield, and gloves at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the leak originated from disconnected tubing off the lower sample fitting on the flowcell. The fse cleaned and reattached the tubing to the fitting. (B)(4).